Event description:
Prevena wound vac applied in the operating room, when patient arrived in the post-anesthesia care unit, previna wound vac not functioning properly. Doctor was notified. Changed out the pump and one piece of tubing.